Event description:
It was reported that the high-voltage 'b' (hvb) coil portion of the right ventricular lead "pin plug" was found to be only partially inserted into device header, causing intermittent contact with the pin in the device header. The pin was retracted, the lead advanced in the header, and the pin tightened; normal operation was then restored. The lead and device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.